Event description:
The customer reported the start button on front panel does not work. The device was received and the evaluation confirmed the 'start/ok' button was defective. The upper housing with the keypad was replaced. The clamp motor was functioning properly but making an abnormally loud noise and was replaced as a precaution. During the control testing, the downstream pressure was high and required calibration. The flowrate was found to be below the allowable range and was calibrated. All equipment has been cleaned and post repair tested the per quality control checklist. After repair, the device was found to meet specification.